Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient died following the implant of the implantable pulse generator (ipg) system. The patient was indicated for dual chamber ipg after presenting with heart block and a temporary pacemaker in the intensive care unit. During implant they were unable to obtain good capture thresholds and sensing measurements in the right ventricle. The right ventricular (rv) lead was repositioned several times in the apex with consistently poor thresholds. The patient's blood pressure was dropping and there were episodes of tachycardia mixed with bradycardia. Measurements were tested after the system was connected and there were no p waves and r waves were diminished. The leads were again repositioned. The atrium did not appear to be moving and the patient coded. It was noted that there was possible tamponade but this was not confirmed. The outputs were increased on the ipg and there was intermittent capture briefly but lost quickly. The temporary pacemaker was reconnected and turned to maximum output but there was still no capture. CPR and a thoracotomy were performed. The patient never regained a rhythm. It was observed that there was a lot of blood and a dark blood clot at the posterior portion of the heart behind the pulmonary artery. It was unclear why the clot may have deposited there. It was possible that a perforation or rupture had occurred in the area but this was only speculation. It was noted that during the case diagnostics were measured with a separate set of pacing cables, temporary pacemaker and another programmer and numbers were similar with all devices. A second rv lead was also attempted with similar results. It was also noted that the patient was very ill and the sensing and capture issues were likely due to bad tissue/morbidity. No additional information was provided.